Event description:
A customer reported that there were no lights at both illuminators of the system during a procedure. In order to complete the surgery, another light source was utilized and no pt harm was reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).